Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the provided transaction logs of the pump (B)(4), (B)(6) 2016 were received and the two problems reported by the customer (fls offset and slow flow) were analyzed: a comparison between the fls indications and the volumes injected or recovered at each refill (syringe measurement) shows a constant negative offset of 5ml since (B)(6) 2016, present over the whole volume range. The defect was confirmed based on the transaction log analysis. An fls offset of approximately 5ml was observed over the whole pump volume. Based on the provided data, the pump seems to be flowing slightly under the programmed flow rate, approximately 0.6ml/day instead of 0.825ml/day (programmed). The defect reported by the customer, a flow rate under the expected one, was confirmed. This could be explained by a combination of different factors such as volume measurement accuracy, possible patient low body temperature (the pump may be superficially implanted, as the patient lost approx. 20kg). It is unknown what the exact flow error of this pump system is unless it is sent back to codman neuro for investigation. The device history record of product code 91-4200, lot clkbj6; serial number (B)(4) was reviewed and confirmed that the product was conformed to the specifications when released on (B)(6), 2010. The investigation, including transaction log and provided data (syringe measurement volumes, ¿) analysis confirms the defects reported by the customer: a negative fls offset of approximately 5ml was observed over the whole pump volume since (B)(6). However, the final root cause of the fls offset could not be determined as no device was returned for investigation. The sample was not returned for evaluation. The patient is doing fine; pump still flowing with morphine thus it has not been explanted. At this time this complaint is considered to be closed. Should additional information be provided, or should the product be returned, this complaint will be reopened and the product or information will be evaluated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
As there seems to be a fls offset they want to calculate the refill date and found out that there seems to be a problem with the flowrate too. Fls-offset and possible reduced flow-rate